Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found the lens missing a piece its haptic and presence of clear surgical residue on lens surface.(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -14.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to blurred vision and it resolved the problem. There is no plans implant another lens as the patient was dissatisfied with the blurred vision. On (B)(6) 2017, the patient's bcva is 20/20.